Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
During the gen change this lead was capped and replaced. When the physician was pulling the ra lead out of the old device the connector pin popped off and the inner conductor coil sprung outward. No adverse patient events were reported. Should additional information become available, this file will be updated.